Event description:
First stent dislodged from delivery system above the lesion in right common femoral artery. Md was able to deploy the stent above the lesion. Second stent was inserted and attempted to cross lesion. It also dislodged and the md was able to deploy the stent above the lesion. The md ultimately fixed the lesion with a herculink stent. The pt received 3 total stents instead of 2 but had a good result angiographically. FDA safety report ID# (B)(4).